Event description:
It was reported that testing of the right ventricle (rv) lead in bipolar configuration during device change out showed noise on the electrogram (egm), lead impedance was unstable, and pace capture threshold (pct) was high. All parameters tested within normal limits in unipolar configuration. An outer conductor fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.